Event description:
A customer contacted beckman coulter inc (bci) in regards to noticing a leak of no-foam under the unicel dxc 600i synchron access clinical system. No indication was reported that the customer was exposed to the chemical.

Manufacturer narrative:
Customer technical support (cts) sent the customer a new no-foam bottle, to be used as a replacement. Service was not required for this event.